Manufacturer narrative:
Product analysis: at analysis the device failed multiple functional tests intermittently and was deemed out of specification in an electrical manner. It was being returned to the customer as unrepaired and was labeled as such. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer originally returned for "inspection" subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.